Event description:
Ventana medical systems, inc. Received a customer complaint regarding fluid from a source internal to a benchmark ultra automated slide stainer contacting the electrical circuitry of the stainer resulting in a short circuit and enough heat to cause some melting of wiring insulation resulting in some smoke being emitted. There were no serious injuries or death associated with the incident reported.

Manufacturer narrative:
The instrument has been returned from the customer site and is being examined in detail. As of the date of this report at least one root cause of the short circuit event has been determined to be a leak around a plug in the base of a reservoir that contains one of the aqueous bulk fluids used in the staining process. This bulk solution (buffer) is high in salt content resulting in a conductive bridge of deposited solids to form across electrical component circuitry after it leaked from the reservoir. Additional information will be communicated around any other causal factors and corrective actions as it becomes available. Review of the complaint history for this product for the period (B)(4) 2010 to present returned no other incident reported globally within that time frame with this failure mode reported that resulted in significant damage to an instrument. The investigation into this incident is ongoing to include review of the process used by the supplier to manufacture the reservoir. Additional information will be reported as it becomes available.